Event description:
It was reported that the device was used during a revision procedure. The device was stuck on tissue. She states it had been cut away from the tissue. Instructed how to release jaws but attempts were unsuccessful. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the device was pulled off the tissue. It was revision procedure. The device was broken apart and discarded. There was no adverse consequence to the patient. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.